Event description:
The abbot freestyle libre3 cgm software for the android platform has proven consistently buggy and prone to false alarms, loss of sensor signal, and inordinate power drain and processor use on the android, all indicating that this software should be recalled until it can be replaced. I have a log full of error codes 373,p and 57 which abbot support cannot explain and is not interest in recording. They did not want the troubleshooting data which the app can upload to them. Their rep also was outright misinformed about the functionality of the device. I believe they are aware of the gross problems in the software, and they are simply not interested in having it fixed, as a cost to them. They also downplay the fact that the cgm device itself does not produce reliable data until 24 hours after it has been applied. And even when the user has explicitly disabled audible alarms, so as not to be awakened by them, the software overrides all settings that should make these alarms impossible. Proof of bad software.